Event description:
It was reported that following a percutaneous coronary intervention (pci), a pre-deployment angiogram was obtained and a 6f angio-seal evolution was deployed in the common femoral arteriotomy; hemostasis was achieved. A 6f procedural sheath had been used for the pci. After 4 hours, the patient ambulated and 48 hours later was discharged. On (B) (6), 2010, the patient experienced leg pain that brought him back to the hospital. The patient was diagnosed with an alleged anchor embolism in the artery. On (B) (6), 2010, the patient experienced a drop in hemoglobin and received a blood transfusion. The patient underwent vascular intervention and the surgeon's findings reported an intra arterial embolization; a fogarty catheter was used and the patient's condition was reported to be fine.

Manufacturer narrative:
No used product was returned. Review of the device history record confirmed, this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The angio-seal instructions for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.